Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic nephrectomy procedure, the tip of the cannula broke and fell into the patient's abdominal cavity. The broken pieces were retrieved immediately using forceps. To resolve the issue in order to complete the case, a new device was opened. The current patient status is alive.

Event description:
According to the reporter: during a procedure, the tip of the cannula broke and fell into the patient's abdominal cavity. The broken pieces were retrieved immediately. Patient status : alive - no injury.